Event description:
Potential for injury associated with an m91 consumer power wheelchair where the joystick is surging. This event could result in inconsistent operation of the unit which could potentially result in injury to the user.